Event description:
A medtronic representative reported that during a cranial resection procedure, the surgeon alleged the navigation system was approximately 4 millimeters inaccurate. The surgeon reported the inaccuracy was observed with multiple instruments and after multiple registrations. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the site has recently acquired an new mr scanner. The medtronic representative found the new mr scanner protocol was set to a higher field of view (fov) than previous scanner protocols. The medtronic representative tested the navigation system with scans form the higher fov and usual fov. The medtronic representative reported the navigation with the usual fov scans were accurate while the navigation with the higher fov scans were off by 4-6 mm. The medtronic representative spoke to the site regarding these findings. On (B)(6) 2015, a medtronic representative performed a navigation system check-out, all areas passed. A software investigation was completed and determined exams are not to protocol as the maximum fov recommended is 250. Software is functioning as designed.